Manufacturer narrative:
B3: unknown; no information has been provided to date. D9: date returned to mfg.: unknown. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. Device is working as expected. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device became blocked. There was no patient involvement.